Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. Review of the remote transmission revealed r-wave amplitude variation on the right ventricular lead. The lead was explanted and replaced successfully on (B)(6) 2020. The patient was discharged and was in stable condition.

Manufacturer narrative:
The reported event of ¿sensing, r-wave amplitude variation¿ was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage. Hi-pot failure was isolated to etfe coating damage on the ring electrode cable exposing metal and the inner coil liner damaged exposing the inner coil due to procedural damage.